Event description:
It was reported that during a lead revision on (B)(6) 2023 [related manufacturer report number: 3006705815-2023-05828, 3006705815-2023-05829], one of the leads fractured, broke off in the epidural spaced and was left implanted. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead fractured and was left implanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117965.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section e - the physician's information was updated to reflect the information from the physician who performed the surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.